Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported the catheter had ¿hemorrhage¿ into the catheter at the tip. The thermocool smarttouch sf was still functional and the issue was detected during flushing. There were no error messages or problem with temperature or flow. Heparinized normal saline used as the irrigation fluid. The patient did not exhibit any neurological symptoms and the physician did not consider there was increased risk to the patient. The customer¿s reported blood (hemorrhage) in the catheter tip is not considered to be an MDR reportable issue since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 11-nov-2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson (j&j) medtech for evaluation. Visual inspection, temperature, irrigation, and screening test of the returned device were performed following johnson & johnson (j&j) medtech procedures. The visual analysis revealed a reddish material inside the pebax due to a hole in the pebax of the catheter. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The device was then connected to carto 3 system and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. The potential cause of the open circuit could be related to manufacturing. No temperature or irrigation issues were observed. The foreign material issue was confirmed. In relation to the reddish material inside the pebax, the instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. A force issue (error 106) was observed. The carto 3 instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. A manufacturing record evaluation was performed for the finished device number lot and no internal actions related to the complaint were found during the review. As part of johnson & johnson (j&j) medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Internal corrective actions are being followed to reduce this failure mode. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the blood/hemorrhage reported by the customer and ¿hole¿ in the pebax identified by the bwi pal. Investigation findings: open circuit (c0205) and manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) and adhesive (g0405201) were selected as related to the force issue (error 106) identified by the bwi pal. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).